Event description:
Boston scientific received information that the patient implanted with this device endured a bone scan and did not report to the technician performing the scan that they had an implanted device. Technical services discussed the type of scan the patient received would determine any adverse effects on the device and to check the device for appropriate function. Approximately one year later, the device was explanted for normal battery depletion. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.